Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion difficulty since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p destination slender was used during the procedure and was unable to go through the artery. The sheath was used for an endovascular treatment of the superficial femoral artery and below-the-knee artery. The sheath was inserted from the radial artery; however, was unable to go through the vent part of the artery located below the left clavicle. The sheath was withdrawn and removed from the patient. The sheath was not used and replaced with a destination sheath (90cm) to continue the procedure. The destination sheath was inserted from the brachial artery and placed a balloon at the intended area. The procedure was completed successfully. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc.